Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing, the video system center had an error e315. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was not returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. The service manual for cv-170 confirms the following: code e315: unsupported scope e315, this scope cannot be used. Details: the endoscope is incompatible with the video system center, or the video system center or the endoscope malfunctions / foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Olympus will continue to monitor the field performance of this device.